Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient when a thrombus was identified on the end of the clip. The clip was removed and flushed; no thrombosis was identified. The patient was given heparin and the clip was advanced back into the left atrium when the thrombosis was noticed again. The clip was fully removed from the patient and a new mitraclip was selected. Per the physician, it was likely that the thrombosis became caught in the guide while retracting the clip the first time and then was brought back into the left atrium upon second entry. Before advancing the clip, the steerable guide catheter was aspirated to ensure the thrombosis was gone. The second clip was then advanced within the patient and successfully implanted within the patient, then the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported thrombosis could not be determined. The reported patient effect of thrombosis, as listed in the mitraclip system gen 4 instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.